Event description:
It was reported that the bottom of the gra set v/nv qs mc 60d 3ss buretrol separated from the container when pressure was used on it. The following information was provided by the initial reporter: "the white bottom of the buretrol separates from the container when pressure is applied."

Manufacturer narrative:
H.6. Investigation: the customer reported the white bottom of the buretrol separates from the container, and returned 31 unopened samples of the same lot #20106218 model #10012564. The samples clearly separated at the bottom of the burette where the lower drip chamber connects, and the complaint is verified. There is little to no solvent on the connection, and some have even separated in the bag before being opened or used at all. There were 10 failures within the 31 samples, all of which were the same little to no solvent. No other failure modes were observed. The root cause is insufficient solvent applied during the assembly process. Manufacturing was contacted about the failure, and their investigation found two possible root causes for assembly issue, based mostly on new employees handling the process. The employees have been re-trained and necessary steps were taken to ensure a more consistent assembly process. A device history record review for model 10012564 lot number 20106218 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause is insufficient solvent. A complaint history check was performed and this is the 4th related complaint reported with the defect/condition of separation other component - no leak with lot #20106218 regarding item #10012564. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bottom of the gra set v/nv qs mc 60d 3ss buretrol separated from the container when pressure was used on it. The following information was provided by the initial reporter: "the white bottom of the buretrol separates from the container when pressure is applied."